Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under 510(k)/PMA: p180001. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during an arch intervention the 22 of may, it was impossible to place the zdeg-p-42-164-pf, due to the anatomy of the patient in the aortic cross. The product was not implanted. After the arch device procedure, the doctor had to extend the arch device with a zdeg-p-42-164-pf. But due to the angle of the cross of aorta, the zdeg had difficulties to pass it. So, the doctor decided to use a gore tag they had in consignment. They had an issue with the deployment of the gore tag. The gore tag deployment system broke, and the gore tag migrated in the visceral aorta. So, they had to proceed to open surgery to remove the gore tag.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during an arch intervention on (B)(6) 2025 an arch device was placed, and it was decided to extend the arch device with a zdeg-p-42-164-pf. Due to tortuous anatomy the zdeg could not pass between zone 2 and 3. The doctor decided to use a competitor device instead. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is no evidence to suggest that the user did not follow the instructions for use or label. However, it is noted that the anatomy is described as tortuous and per the IFU thoracic aorta should have vascular morphology suitable for endovascular repair including localized angulation less than 45 degrees. A definitive cause could not be determined from the investigation. Possible cause are anatomical limitations as the physician describes that the tortuous anatomy was likely the reason that the zdeg could not be inserted. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.